Event description:
This complaint is now reportable based on the analysis completed on 10/25/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x8 mm taxus express2 drug eluting stent became stuck on an unraveled wire (brand unk). The lesion being treated was located in the left anterior descending (lad) artery. The physician was able to pull the wire and the stent out. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok". Analysis of the returned product identified a shaft fracture.

Manufacturer narrative:
It is not possible to determine what caused the restriction in the device. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was located at approx 19.7 centimeters distal to the spiral strain relief. The hypotube was kinked at the point of separation. Several severe kinks were located along the hypotube. The hypotube may have broken due to the application of excessive tensile force which may have initially kinked the device and then resulted in the hypotube breaking. The complaint states that the wire unraveled and the stent got stuck on the wire during the case. Attempted to insert the recommended size guidewire, however, was unsuccessful due to the presence of solidified blood inside the device. It is noted that the device failed to meet specifications in its returned condition. However, a full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. Visual examination of the crimped stent and the balloon found no issues that could contribute to the complaint incident. During our mfg process, all units are packaged with a 0.015 inch product mandrel inserted through the tip and guidewire lumen of the device. This mandrel is larger than the 0.014 inch guidewire that is recommended for use. This mandrel protects the integrity of the tip and lumen during shipment.